Manufacturer narrative:
Sections b1 and b2: corrected. Section b5: corrected for minor content, grammar, and syntax edits. Section d1: corrected. Section d4: corrected catalog number and UDI. Section h5: corrected. Sections h6: corrected health effect - clinical code, health effect - impact code, and medical device problem code. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A review of the submitted log file revealed the device operating as expected above the low speed limit. No unusual events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events, bleeding, and infection, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate ii lvas patient handbook, rev. C, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024, the patient was transferred from the emergency room, and had melena for 4 days. The patient had a gastrointestinal bleed (gib), a high international normalized ratio (inr) above 10, and partial thrombosis in left ventricular assist device (lvad) outflow graft. The gib required a blood transfusion. Hemoglobin was at 3.4 g/dl. Th patient was given 4 units of kcentra (prothrombin complex concentrate), and 325 mg of aspirin (asa) and coumadin (warfarin) were held. Soft tissue mass was noted within the wall of the sigmoid colon. The pump speed was at 9200 revolutions per minute (rpm). Inr goal was 2-3. Computed tomography (CT) of the abdomen and pelvis performed on (B)(6) 2024 found indication of rectal bleeding. Images of the abdomen and pelvis were obtained with contrast. The patient tolerated infusion of 100 milliliters of intravenous isovue-370 without difficulty. Oral contrast was not administered. A radiation dose optimization technique was used for this scan. Parasagittal and par coronal imaging reconstructions were performed and saved to the patient's permanent medical record in the hospital's database. Findings for the lungs found a clear lung bases, a partially imaged lvad, partial contrast filling defect within the outflow cannula of the lvad, coronary artery calcifications, aortic annular calcification, and median sternotomy wires. Findings for the liver and bile ducts were unremarkable. Findings for the gallbladder found cholelithiasis, with no wall thickening or pericholecystic fluid. Findings for the pancreas, spleen and adrenal glands were unremarkable. Findings for the kidneys found a couple of bilateral low-density structures, likely representing cysts, and mild nonspecific bilateral perinephric stranding. Findings for the bladder found it to be partially distended with mild wall thickening with peri vesical fat stranding. Findings for the reproductive organs were unremarkable. Findings for the vascular system found extensive calcified and noncalcified atheromatous plaque of the abdominal aorta and common iliac arteries without aneurysmal dilatation, dilatation of the intrahepatic inferior vena cava (ivc) and hepatic veins, indicating elevated right heart pressures. The portal vein, superior mesenteric vein (smv), and splenic vein were patent and the ivc was normal in course and caliber. Findings for the bowel found a rounded soft tissue mass within the wall of the sigmoid colon measuring approximately 2.0 x 2.0 cm, and colonic diverticulosis. There was no bowel dilatation, and the appendix and terminal ileum were unremarkable. Findings for the peritoneum and lymph nodes were unremarkable. Findings for the abdominal wall found a small fat-containing left inguinal hernia. Findings for the bones found multilevel degenerative disc disease of the lumbar spine, most prominent at l4-l5 and l5-s1. There was a grade 1 anterolisthesis of l4 on l5 and possible early avascular necrosis of the right femoral head. A colonoscopy performed on (B)(6) 2024 was significant for colonic mass. Biopsy was negative for malignancy and positive for cytomegalovirus (cmv). The patient was noted to have a past medical history including ischemic cardiomyopathy (icm), coronary artery disease (cad) status post myocardial infarction (mi) with severe three-vessel disease (3vd), hypertension (htn), automatic implantable cardioverter-defibrillator (aicd) placement, chronic obstructive pulmonary disease (copd), chronic kidney disease (ckd), and pulmonary htn. There were no changes to patient condition or anticoagulation status that may have contributed to the event. Log files were submitted for review and captured some persistent pulsatility (pi) events on (B)(6) 2024 in the afternoon but nothing else unusual noted in the log. The pump power and pi were stable over the course of the data capture. The patient would be discharged with plans for valcyte (valganciclovir) for 3 weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a gastrointestinal bleed (gib), high international normalized ratio (inr) >10, and partial thrombosis in left ventricular assist device (lvad) outflow graft. The gib required a blood transfusion. Hemoglobin was at 3.4. There was 4 units of centra and soft tissue mass was within the wall of the sigmoid colon. The pump speed was at 9200 revolutions per minute (rpm). Inr goal was 2-3, asa 325. On 23mar2024, the patient was transferred from advent health zephyrhills emergency room, and had melena for 4 days. Computed tomography (CT) of the abdomen pelvis found indication of rectal bleeding, history of lvad, on coumadin. Images of the abdomen and pelvis were obtained with contrast. The patient tolerated infusion of 100 milliliters of isovue-370 IV without difficulty. Oral contrast was not administered. Parasagittal and para coronal reconstructions were performed and saved to the patient's permanent medical record in premature atrial contractions. A radiation dose optimization technique was used for this scan. Findings included lung bases: visualized lung bases were clear. Partially imaged lvad. There was partial contrast filling defect within the outflow cannula of the lvad. Coronary artery calcifications. Aortic annular calcification. Median sternotomy wires. The liver was normal in size and contour. No focal hepatic lesion. Normal caliber bile ducts. Cholelithiasis. No gallbladder wall thickening or pericholecystic fluid. The pancreas was normally enhancing. Nondilated pancreatic duct. No peripancreatic inflammation. Spleen: normal in size. Adrenal glands: no adrenal mass. The kidneys are normal in size and are symmetrically enhancing. There are a couple low-density structures in the kidneys bilaterally, likely representing cysts. No obstructing renal stone. No hydronephrosis. Mild nonspecific perinephric stranding bilaterally. Partially distended. Mild bladder wall thickening with peri vesical fat stranding. Prostate gland is not enlarged. Extensive calcified and noncalcified atheromatous plaque of the abdominal aorta and common iliac arteries without aneurysmal dilatation. The ivc is normal in course and caliber. The portal vein, smv, and splenic vein are patent. There is dilatation of the intrahepatic ivc, as well as the hepatic veins, indicating elevated right heart pressures. There is a rounded soft tissue mass within the wall of the sigmoid colon (series 2, image 70), measuring approximately 2.0 x 2.0 cm. Colonic diverticulosis. No bowel dilatation. Normal appendix. Normal terminal ileum. Peritoneum: no free fluid or free intraperitoneal air. Lymph nodes: no lymphadenopathy. Abdominal wall: small fat-containing left inguinal hernia. Bones: multilevel degenerative disc disease of the lumbar spine, most prominent at l4-l5 and l5-s1. Grade 1 anterolisthesis of l4 on l5. Possible early avascular necrosis of the right femoral head. Colonoscopy was significant for colonic mass. Biopsy was negative for malignancy and positive for cytomegalovirus (cmv).the patient had a colonoscopy on 25mar2024. Anticoagulation was on hold and it was noted that the patient had previously been on coumadin and aspirin 325 mg. The patient's past medical history included ischemic cardiomyopathy (icm), coronary artery disease (cad) status post myocardial infarction (mi) with severe three-vessel disease (3vd), hypertension (htn), automatic implantable cardioverter-defibrillator (aicd), chronic obstructive pulmonary disease (copd), chronic kidney disease (ckd), and pulmonary htn. There were no changes to patient condition or anticoagulation status that may have contributed to the event. Log files were submitted for review and captured some persistent pulsatility (pi) events on 23mar2024 in the afternoon but nothing else unusual noted in the log. The pump power and pi were stable over the course of the data capture. The patient would be discharged with plans for valcyte for 3 weeks.